Event description:
Pca pump operator error 0102. A pca pump was d/c'd at 0900 in 2002. Upon discarding the contents of the infusion bag at 1930, after the pt was discharged, it was discovered that an entire 50cc was found in the pca bag with the blue clamp still intact clamped. The bag had never been removed from the pump since the bag was initiated 3 days prior in post anesthesia care unit. The pt received no pca medication during these 3 days. The nurse initiating the pca infusion did not release the blue clamp on the infusion bag. These pumps are examined annually as part of a preventive maintenance program prior to use. This device was checked by the facility's biomedical engineering dept after the event. The biomed dept testing consisted of determining the settings, attempting doses, completing an operational check and attempting to duplicate the failure. Because the biomed dept could not duplicate the failure, the pump was sent to the MFR for eval. However, prior to sending the pump to the MFR, the biomed dept did suggest user error was a factor since the staff member did not release the blue clamp. The biomed dept also believed that since the pump has no upstream occlusion alarm the staff was not alerted of the bag clamp remaining closed which has been a problem with this pump model in the past. The device does have a downstream occlusion alarm and it was functional. The staff has had reservations about this device because this problem has occurred in the past. These pumps are being replaced with a newer model that have both upstream and downstream occlusion alarms. Staff training will be initiated with the new pumps. There were no unusual activities or circumstances surrounding the use of this device.